Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a low blood glucose event. The customer¿s blood glucose was 3.0 mmol/l at the time of incident. They had a cup of tea. Customer was treating with manual injections. Customer also reported that the insulin pump had a battery out limit alarm after a battery change. They received a button error alarm. The keypad was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and it was confirmed that time was advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed functional testing's including stop current test, run current test, self test, off no power test,unexpected restart error test, seat & rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low reservoir alarm noted during testing. Device was received with normal operating currents and no unexpected off no power alarm, low battery alarm or battery out limit alarm noted. Unit was received with intermittent esc button response due to corroded keypad traces. No button error alarm noted during testing. Keypad connector was fully locked. (B)(4).